Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was an out of specification downstream sensor. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed occlusion pressure test twice at 22.50 and 22.89' which was reproduced during service by troubleshooting the device. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the occlusion pressure test. The problem was found during testing in the biomed service department last. There was no patient involvement. No additional information is available.